Event description:
It was reported that (1) device was used during a sigmoid colectomy. It was reported by the rep that the surgeon fired the tl60 instrument for his first firing and there were no staples. It cut the bowel, but did not staple. The surgeon had to resect in a little further and take more colon with the second firing with another stapler. The case was extended 30 minutes.